Manufacturer narrative:
H10: based on the information obtained from the customer, it is unknown whether reprocessing was practiced in accordance with instructions for use. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material coming out of the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following section of the instructions for use: instructions, operation manual of gif/cf/pcf-190 series, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual of gif/cf/pcf-190 series, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to clogging of nozzle; the water removal ability did not meet the standard value. Due to wear of angle wire; the bending angle in up direction did not meet the standard value. Due to wear of angle wire; the play of upward/downward knob was out of the standard value. The adhesive on the bending section cover had a chip and had a white-clouded area. The universal cord, the protector of universal cord on suction connector side, the plastic distal end cover, and the connecting tube, all had a scratch. The adhesives around the objective lens and the adhesives around the light guide lens both had a white-clouded area. It is most likely that the reported event was due to insufficient cleaning. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer reported the foreign material was in the water supply button gasket part. There was no delay to pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. It is unknown if the air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges by the customer. The air/water nozzle was flushed with detergent solution. There were no other concerns listed with reprocessing. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the air/water flow was weak or ineffective on the colonovideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: nozzle has foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.